Manufacturer narrative:
Evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance may have contributed to the kinks observed near the mid-joint. During functional testing, the ruby coil lp was able to advance slightly from its returned position within its introducer sheath with resistance before additional resistance was experienced due to the pusher assembly kinks, and the ruby coil lp could not be advanced any further. Evaluation of the second returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance may have contributed to the kinks and fracture observed near the mid-joint. The ruby coil lp could not be functionally tested due to the pusher assembly fracture. Further evaluation revealed additional pusher assembly kinks. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00302. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2021-00302.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps and non-penumbra microcatheter. During the procedure, two ruby coil lps were stuck in the starting position within the introducer sheath and would not advance into the microcatheter. Therefore, both ruby coil lps were removed. The procedure was completed using new ruby coil lps. There was no report of an adverse effect to the patient.